Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2005 and two (2) mesh products were implanted. It was reported that the patient experienced chronic right groin pain it was reported that the patient underwent surgery on (B)(6) 2017 to revisit the previously implanted device during which the surgeon noted ¿the ilioinguinal nerve was entrapped in the prolene system which also wrapped fairly tight around the cord structures, causing the cord to distort with stretch on the genitofemoral nerves. The surgeon therefore peeled the mesh off the underlying inguinal floor, released the mesh and dissected the tails of the mesh to free the cord structures''. Other implanted product is captured in separate file. No additional information was provided.